Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure; no blower; blower and fans were not running. The customer reported there was patient involvement and no patient harm.